Event description:
Failure of battery mode with resultant alarm failure in a ventilator. Previously reported by institution and upon further inspection process by institution, an additional ventilator was found with similar problems.